Manufacturer narrative:
Reported event: an event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the adm/ mdm poly insert from the mdm liner. The insert and liner were revised to a constrained liner. Rep confirmed that the stem and head were competitor components, provided the primary and revision usage sheets, and confirmed that no further information will be released by the hospital or surgeon.